Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a bilateral cemented total knee arthroplasty to address bilateral osteoarthritis. Depuy components, including depuy patella were used during the procedure. On (B)(6) 2017, the patient had a revision left total knee arthroplasty to address acute hematogenous sepsis. The right knee w2as also aspirated. Prior to surgery, the patient was noted to have pain. The patient was noted to have had a prior aspiration and was positive for infection. On (B)(6) 2021, the patient had a revision of all components, left total knee arthroplasty, to address chronic infection. The tibial insert was revised. Prior to surgery the patient was noted to have pain, swelling, discomfort, effusion, and recurrent infection. The patient is having a stage 1 revision for infection now. All components were noted to be well fixed prior to removal. Depuy components were used during this procedure. Date of implantation: (B)(6) 2015. Date of revision #1: (B)(6) 2017 (insert). Date of event (onset): (B)(6) 2021. (Left knee)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review (B)(4) did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.